Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a calibration not accepted alert. The customer¿s blood glucose was 400 mg/dl at the time of incident. Customer stated that the sensor was securely taped to the skin and they did not receive a sensor updating or sensor glucose not available alert. Unable to run a test on the transmitter due to no tester was available. Customer had a high blood glucose of 400 mg/dl and treated. No high blood glucose troubleshooting was performed. The insulin pump is not expected to return for analysis.